Manufacturer narrative:
Additional information: medtronic representative reported that the site electronic picture archiving and communication systems (pacs) has provided the information that was needed which resolved the issue. The site was able to query and retrieve images without having to burn cds. It was reported that the issue has not occurred again. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation found that the behavior described is the intended behavior of the software. Software is functioning as designed. Case comments mention that the account has a new pacs system installed recently during the same time that a software update was installed. Suspect software is working as designed and the issue is with network/pacs configuration." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated as the navigation system could ping electronic picture archiving and communication systems (pacs) but could not send or receive images. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system could not retrieve exams from electronic picture archiving and communication systems (pacs). It was reported that the issue occurring following an update to the software of the navigation system. It was reported that a digital intercommunication of medicine (dicom) test showed the pacs port was not communicating. The port was updated, a passing dicom test was received but the issue was not resolved. It was reported that the patient list would appear in the query but an error code was received when attempting to retrieve the desired exam. The ae title and port on the navigation system were correct on the pacs side and that the units could ping each other. Pacs attempted to push the exam to the navigation system but it was not received. There was no patient present when this issue was identified.